Manufacturer narrative:
Initial.

Event description:
It was reported that a user requested to return the pump after experiencing recurrent hypoglycemia, with blood glucose reportedly as low as 50 mg/dl, typically after meals, and treated with oral glucose; the user was unsure whether meal insulin dosing contributed, and the device problem and component were not determined. Symptoms included hypoglycemia. Outcomes included no lasting health consequences or impact, although medication in the form of oral glucose was required. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings and insufficient information to identify a device problem or component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.